Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. The cause of the foreign material in the tube was attributed to the customer not following reprocessing steps. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the switch 1 had a cut, the forceps channel port had a dent, the scope cover was scratched, the channel tube was damaged causing a loss in water tightness, the protective coating on the bending portion of the device was cracked, the up angulation wire was worn and out of specification, the image guide protector had a cut, the camera cover had a dent, the adhesive around the objective lens was corroded, the light guide lens was chipped, the bend tube was dented, the adhesive on the protective coating of the bending portion of the device was cracked, and the connecting tube was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope sheath and distal cap lens were worn. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the air water cylinder, connecting tube, jet tube, and air water tube. There were no reports of patient harm impact. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.